Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver shutdown unexpectedly. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver charge and reboot passed. The log was downloaded and reviewed finding errors. Functional test was performed and all testing passed. The case was opened and device was internally visually inspected and failed due to damaged battery ic. The allegation was confirmed. The root cause is receiver damaged battery.